Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was sb-0535fc. The lot number was 12k with supplementary information number of ¿26". The tissue pad was heavily worn and partly torn. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection]ultrasonic output. [Inspection]appearance. As a result of checking the instruction manual, the following descriptions related to this event were found. This event is warned by the instruction manual. "Do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating." "When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Omsc presume that the event was caused by the following mechanism. The ultrasonic output was activating while the tissue was grasped at the distal end of the device. The probe and the tissue pad came into contact with each other on the rear end side of the grip, and the tissue pad was severely worn, causing a partial tear.

Event description:
Olympus medical systems corp. (Omsc) was informed that that the subject device caused severe wear of the tissue pad approximately 1 hour and 40 minutes after the start of a laparoscopic colectomy procedure. The intended procedure was completed with another device. There was no patient injury reported.